Manufacturer narrative:
It was initially reported the sensor board was replaced. The system board was replaced, not the sensor board.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, issues related to the blower motor and blower chassis were observed. The device's blower motor and blower chassis were replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed to charge its internal battery. The device's internal battery was replaced to address the issue.